Manufacturer narrative:
An experiment was performed to demonstrate if the high potassium results were due to heparin-induced cell membrane damage leading to intracellular potassium release into plasma. The authors believe that the concentration difference in heparin is the key factor in producing reverse pseudohyperkalemia since the potassium result remains high in a lithium-heparin venous whole blood tube run on the blood gas analyzer (9.7 mmol/l) while the potassium serum sample (containing no heparin) run on the c501 module was unaffected (4.7 mmol/l). The authors conclude that laboratory staff and clinicians should be aware of the phenomenon of reverse pseudohyperkalemia and the potential causes particularly in the absence of clinical findings.

Event description:
Qing h. Meng, john krahn (2011). Reverse pseudohyperkalemia in heparin plasma samples from a patient with chronic lymphocytic leukemia, clinical biochemistry, 44, 728-730. This journal article investigates spurious high potassium results in heparin plasma samples and concludes that the phenomenon of reverse pseudohyperkalemia should be publicized. In this case, discrepant potassium results were identified between heparinized plasma samples on a c501 analyzer and arterial whole blood samples on an abl blood gas analyzer. Two specimens (one into a lithium-heparin tube and the other into a heparin balanced syringe) were collected and run on the c501 instrument and the abl blood gas analyzer. Consistently high potassium results were observed with the heparin plasma samples while the arterial whole blood samples showed low potassium results. For example: the potassium result on the c501 module from the lithium-heparin tube was 7.5 mmol/l. The repeat on the c501 module was 7.4 mmol/l. The result from the arterial blood sample on the abl blood gas analyzer was 2.8 mmol/l. The repeat on the blood gas analyzer was 3.0 mmol/l. The same plasma sample from the lithium-heparin tube was also run on the abl blood gas analyzer with a result of 7.2 mmol/l which is comparable to the result from the c501 module. The patient's alkalosis did not support a diagnosis of hyperkalemia but would be more consistent with hypokalemia suggesting the high potassium results were incorrect. The potassium electrode lot number and expiration date used for this testing was not provided.